Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cheek injury [mouth injury]. Toothbrush head disconnected- oral b power care [device physical property issue]. Case narrative: consumer via web stated that toothbrush head disconnected and caused a cheek injury. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cheek injury [mouth injury] toothbrush head disconnected- oral b power care [device physical property issue]. Case narrative: consumer via web stated that toothbrush head disconnected and caused a cheek injury. No serious injury was reported. Follow-up (15-dec-2025): suspect product updated. No serious injury was reported.